Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9508-42, humeral cup reamer, batch number: ar09801901, was received for investigation. Visual evaluation of the returned device noted surface damage along the proximal end of the device. There are nicks along the circumference of the openings. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 14-jul-2023.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/22/2025, it was reported by a sales representative via (B)(6) that an ar-9508-42 humeral cup reamer has a bent grate and is catching on the reaming pin. This occurred during use in a case with no patient effect. Additional information requested.